Event description:
On (B)(6) 2012, it was reported that the patient spilled insulin in the cartridge compartment of the infusion device. She was advised on how to clean the cartridge compartment. The patient thinks that since the insulin was spilled in the cartridge compartment that the infusion device has been delivering basal deliveries, but not bolus deliveries of insulin. The patient has received e4 (occlusion) errors, but no other alarms or errors. The patient stated that it appears that something below the piston rod has come loose and the piston rod is leaning to one side. Her blood glucose levels have been erratic lately and she states that her blood glucose level does not go down when she programs a bolus delivery with the infusion device. The patient was able to correct her elevated blood glucose levels via injection of insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is available at this time. If further information is obtained, it will be provided in the supplemental report.